Event description:
Customer reported experiencing a past high blood glucose event with the highest level displayed as "high," although the specific value was unknown. To resolve the issue, the customer changed the infusion set and cartridge, and it was noted that the control iq feature was active during the event. There was an indication of frequent and recurring high blood glucose levels, prompting the customer service team to transfer the customer for further assistance.